Event description:
It was reported that during a fistulagram and angioplasty treatment procedure, a balloon rupture, removal difficulty and a tip detachment occurred. The fistula was located in the left axillary subclavian vein. Vascular access was obtained via the groin. A 7fr sheath was placed and the physician advanced the synergy balloon dilatation catheter across the lesion. The balloon was inflated an unspecified number of times using unspecified atms and ruptured. As the physician was attempting to remove the synergy balloon through the sheath, removal difficulties occurred. The physician then attempted to remove both devices together as a unit, however, the distal tip of the balloon catheter detached near the puncture site. The patient was taken to surgery to have the detached tip removed. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a fistulagram and angioplasty treatment procedure, a balloon rupture, removal difficulty and a tip detachment occurred. The fistula was located in the left axillary subclavian vein. Vascular access was obtained via the groin. A 7fr sheath was placed and the physician advanced the synergy balloon dilatation catheter across the lesion. The balloon was inflated an unspecified number of times using unspecified atms and ruptured. As the physician was attempting to remove the synergy balloon through the sheath, removal difficulties occurred. The physician then attempted to remove both devices together as a unit, however, the distal tip of the balloon catheter detached near the puncture site. The patient was taken to surgery to have the detached tip removed. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned with a 0.035 guidewire and a non-bsc 7fr introducer sheath. Examination of the device revealed that the balloon was detached from the shaft. The distal section of the shaft was severely stretched and the proximal radiopaque marker was moving freely on the shaft. The balloon was returned inside a plastic vial and the balloon was covered in blood. Visual and microscopic examination of the balloon found the balloon to be severely creased and bunched up. The distal radioplaque marker could be seen inside the balloon material. The distal balloon sleeve was pushed inside the balloon material. The shaft distal to the proximal balloon bond was stretched for 108mm in length and the shaft was cracked/split. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).